Event description:
Boston scientific received information from the local sales representative that this patient had diaphragmatic stimulation with the left ventricular (lv) lead. The lv lead was not capturing in the presenting rhythm. The physician attempted to reprogram the settings, but this did not resolve the issue. This lv lead has been repositioned and the issue was resolved. The physician will monitor the patient for now. No adverse patient effects reported from the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.